Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter was deformed. The lumen was crushed and stuck.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation found no abnormalities or defects on the returned catheter. No deformation was observed at the tip of catheter. The catheter could function as intended. Therefore, the reported event was unconfirmed based on the investigation findings. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[precautions]: precautions for use (exercise caution when using the device in the following patients) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. Important precautions: when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. When any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. When it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the catheter was deformed. The lumen was crushed and stuck.